Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl ¿500¿ at ¿3¿ via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported a motor stall occurred. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the logs were read and the pump stopped for 13 days and was alarming. The actions and interventions taken to resolve the issue was the patient as going to try and go without the pump. Surgical intervention did not occur nor was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.